Event description:
It was reported to philips that the allura device would not turn on. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the issue was due to defective mpdu (main power distribution unit). To resolve the issue, fse replaced the mpdu and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.